Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 24 synergy drug-eluting stent was selected for use. However, upon entering the artery, the stent was deformed on the shaft. The device was removed and the procedure was completed with another of same device.